Event description:
Procedure: left knee arthroscopy with arthroscopic bilateral meniscus tears. Surgeon was using arthroscopic shaver and noted that it was producing metal shards that were going into the left knee joint. This was a reprocessed shaver. New shaver was obtained. Patient tolerated procedure well and was discharged home the same day.